Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon (B)(4) reports the following regarding this complaint. The customers' findings are confirmed; however, this complaint is not confirmed to be a manufacturing defect, since each catheter is leak- and flow-tested before packaging. Having examined the faulty sample showed that the catheter was leaking at the junction of the catheter with the fixation wing when bending the catheter tube sideways. Microscopic examination showed that the catheter was partly torn off (see photo). The most probable cause of this type of failure mode is a tensile fracture in combination with the use of alcohol-based disinfectants. However, we do not know which kind of disinfectants had been used nor how long the catheters were in place. Corrective/preventative action: to improve the awareness regarding the use of organic solvents (i.e. Alcohol based) with this catheter, (B)(4)was issued to include a special warning leaflet inserted into each packaging, and a warning message is printed on the outside of each primary packaging.

Event description:
(B)(4). While changing PICC dressing, PICC noted to be leaking where the catheter meets the hub. PICC was removed and replaced.

Manufacturer narrative:
Although the product was not returned to vygon the details of the complaint were examined as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Medwatch- (B)(4) - while changing PICC dressing, PICC noted to be leaking where the catheter meets the hub. PICC was removed and replaced.